Event description:
It was reported that during the implant surgery for an elevate anterior graft, the patient' bladder was perforated. The perforation occurred during the passage of the elevate anchor on the patient's right side. There was mesh visible inside the bladder. The mesh arm was cut and removed from the bladder. The anchor and mesh arm were removed from the patient, however the mesh graft remains implanted. No further patient complications were reported in relation to this event.